Event description:
The technician alleged the brake steer pedal would set into brake mode and it would appear the brakes were set; however, the head brake casters would not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake hex rod was replaced to resolve the issue.